Event description:
It was reported that the port was implanted via the subclavian in 2002. No difficulties were experienced until 2004. The pt came in for routine therapy and the physician detected a "bump" on the connector in the skin. Pt was sent directly for port removal. Upon removal, catheter was found to be separated from the port with what appeared to be a "clean cut". No pt complications were reported.